Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had been recently replaced. Following setup, medications (fluids) were physically loaded into the tower but were not appearing on replenishment reports. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that filtering on a device named cath1 that had been deleted. The technical support specialist (tss) found that this issue was caused by the filter setup for the report that the scheduled zone 2 report was based on. Although the report printout showed that a device named cath1 was included in the results, this referred to the previous database record for cath1. When cath1 was reimaged, the old cath1 device profile was deleted, and a new one was created with the same name. As a result, the server treated the old and new cath1 records as two separate devices. Tss then fixed the report filters by removing the deleted device and added the correct cath1 device. After updating the filter, the report reflected the intended data accurately. The system functioned as intended after the technical support specialist troubleshot the device.